Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they can't get it all out. Patient also stated going to number 2 had been "the most irritating thing they had ever seen". Patient mentioned they very rarely had good poop. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
On 2024-dec-04, additional information was received from the patient. Patient reported that "something was wrong with them" and they weren't feeling well. Patient said they didn't know what their hcp implanted them to help with. Patient said that when they have to do both a bowel movement and urinate, if they have a bowel movement first they can't urinate. Patient said usually they can't have a bowel movement or urinate. Patient said that when they have a bowel movement they only get out about a third of their bowel movement and they have to wait until the rest of the day to get out the rest of the bowel movement. Patient said they had no clue what the hcp implanted the device to help with andsaid before the implant they had developed an issue where their stool was either too hard or too loose. Patient said at night "they use one of those bottles" and that works for them because they were so weak that it was hard for them to transition into their wheel chair to get to the toilet. Patient said they have to go to the bathroom a lot at night. Patient said that the device had not helped improve their symptoms by 50% or better but symptoms were better than they were before getting the device. Patient said they had developed some new issues since getting the device but was still confused as to what the doctor prescribed the device for. Patient said they only feel stimulation when they urinate at the end of their penis, patient said this was new thing for them. Patient said it wasn't a pleasant feeling. Agent reviewed that patient was welcome to call for assistance to make an adjustment (changing program) once they had their wife to help them (patient said they weren't able to make adjustments on their own). Patient said they missed their post op appointment with their follow physician because they couldn't get in their car. Agent redirected patient to hcp. Patient said they have an hcp appointment for the device this friday but didn't think they would be able to make it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.